Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported incomplete coaptation/single leaflet devoce attachment (slda) could not be determined. The reported worsening mr appears to have been a cascading event of the slda. The reported additional therapy/non-surgical treatment and hospitalization were results of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with an mr grade of 3. One clip was implanted, reducing mr to 1. On an unspecified date, echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to 4. On (B)(6) 2020, a second mitraclip procedure was performed. One clip was implanted, reducing mr to 3. No additional information regarding this issue was provided.